Event description:
Customer reported high blood glucose of 440 mg/dl. Customer stated he treated; he was not wearing the insulin pump yet, he was on the nesting phase. Customer also reported that he had two times where the needle got stuck inside the serter. Customer stated he felt some pain and took the sensors out and the needle was bent and the needle hub was stuck in the serter. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.